Event description:
It was reported that there was impedance of 260 ohms. It was further reported that there was an insulation break. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Implantable pacing leadn was reported that there was impedance of 260 ohms. It was further reported that there was an insulation break. The lead was capped and replaced. No patient complications have been reported as a result of this event. No conclusion can be drawn insulation, hole(s) in impedance, low.